Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the hcp wanted to change the concentration from 10 mg/ml to 5 mg/ml and did program a bridge bolus, then wanted to cancel the bridge bolus and perform a total system content removal. Technical services reviewed the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who had been receiving 10 mg/ml of morphine at 0.605 mg/day via an implantable pump for spinal pain. It was reported the patient last had their pump refilled on (B)(6) 2017, and the low reservoir alarm had occurred on (B)(6) 2018. The empty reservoir alarm then occurred on (B)(6) 2018. It was indicated the patient had missed their refill. The scheduled refill date was unknown. The hcp planned to refill the pump (B)(6) 2018. It was confirmed that therapy was not intentionally discontinued. Technical services reviewed empty pump considerations. It was reported the patient had experienced withdrawal. It was indicated the hcp was changing the drug concentration to 5 mg/ml ms (morphine sulfate) with a dose of 0.5 mg/day. The rep indicated the doctor did not want to do a bridge bolus and planned to access the catheter access port (cap) to remove the old drug. Technical services reviewed the removing system contents procedure. No further complications were reported or anticipated.